Event description:
It was reported that on (B)(6) 2015 the patient developed skin erosion over the pump site. The symptom onset was sudden. The plan was to remove the device; however, no action had yet been taken. It was indicated that the dose was to be weaned prior to removing the device. Patient outcome was unavailable at the time of the report. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).